Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intraperitoneal volume (iipv). The patient stated that during drain 4 of 5 he felt as if he was going to "explode" of how much fluid he had. No medical intervention or additional treatment was noted as a result of the reported issue: drain 0: 111ml fill 1: 2195ml drain 1: 1548ml fill 2: 2195ml drain 2: 1743ml fill 3: 2196ml drain 3: 2271ml fill 4: 2206ml drain 4: 9058ml the reported drain volume of 9058ml was 277% over the expected drain volume which resulted in a reportable device malfunction. The patient stated he reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete his remaining treatment. Additional information was requested.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intraperitoneal volume (iipv). The patient stated that during drain 4 of 5 he felt as if he was going to "explode" of how much fluid he had. No medical intervention or additional treatment was noted as a result of the reported issue: drain 0: 111ml fill 1: 2195ml drain 1: 1548ml fill 2: 2195ml drain 2: 1743ml fill 3: 2196ml drain 3: 2271ml fill 4: 2206ml drain 4: 9058ml the reported drain volume of 9058ml was 277% over the expected drain volume which resulted in a reportable device malfunction. The patient stated he reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete his remaining treatment. Additional information was requested.

Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer for physical evaluation. The simulated treatment was performed, completed without any failures or problems. The cycler weighed fill volume values were within tolerance. During the treatment, weigh and record the amount of fluid in the pseudo-patient bag after each fill, and compare the weighed fill values in each cycle with the treatment¿s programmed fill setting. The system air leak and the voltage check passed. The load cell value and verification was within tolerance. A visual inspection of the returned cycler exterior showed no sign of physical damage. There was no presence of visible liquid or evidence of past fluid within cycler. After all functional testing there was a m01-27 failure occurred after power off and on several times; the failure was traced to the bad functional board which cause wrong reading scale. The functional board will be replaced in production. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer for physical evaluation. The simulated treatment was performed, completed without any failures or problems. The cycler weighed fill volume values were within tolerance. During the treatment, weigh and record the amount of fluid in the pseudo-patient bag after each fill, and compare the weighed fill values in each cycle with the treatment¿s programmed fill setting the system air leak and the voltage check passed. The load cell value and verification was within tolerance. A visual inspection of the returned cycler exterior showed no sign of physical damage. There was no presence of visible liquid or evidence of past fluid within cycler. There was a m21-7 failure occurred after removing from test station; the failure was traced to the bad I/o board that give bad scale reading. The I/o board will be replaced in production. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intraperitoneal volume (iipv). The patient stated that during drain 4 of 5 he felt as if he was going to "explode" of how much fluid he had. No medical intervention or additional treatment was noted as a result of the reported issue: drain 0: 111ml fill 1: 2195ml drain 1: 1548ml fill 2: 2195ml drain 2: 1743ml fill 3: 2196ml drain 3: 2271ml fill 4: 2206ml drain 4: 9058ml the reported drain volume of 9058ml was 277% over the expected drain volume which resulted in a reportable device malfunction. The patient stated he reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete his remaining treatment. Additional information was requested.